Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative the implantable cardiac monitor (icm) had no telemetry. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Analysis confirmed the reported non-functional telemetry failure. However, during the process of exposing the hybrid test points, the device experienced a por event clearing the no telemetry failure. The battery voltage was found within normal operating voltage. Extensive electrical testing of the device could not find any anomalies that would cause the loss of telemetry. The cause of the reported failure was not determined. Analysis confirmed the reported non-functional telemetry failure. However, during the process of exposing the hybrid test points, the device experienced a por event clearing the no telemetry failure. The battery voltage was found within normal operating voltage. Extensive electrical testing of the device could not find any anomalies that would cause the loss of telemetry. The cause of the reported failure was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.